Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was experiencing high blood glucose levels of 400 mg/dl and treated with manual injection. The customer declined to troubleshoot for high blood glucose values. The customer reported experiencing low blood glucose values as well due to infusion set. The customer also reported that they found leak at site. The insulin pump will not be returned for analysis.